Event description:
The customer reported that they did not receive a asystole alarm at the central station. The patient was defibrillated, but expired.

Manufacturer narrative:
The device was tested post incident by a philips field service engineer (fse) and the hospital biomedical engineer. The device performed to specifications, providing alarms as appropriate for simulated patient conditions. The fse also retrieved log files and strips from the incident timeframe. The log files showed that heart rate alarms had been turned off before the patient was admitted, and were not turned on again until after the incident. The device remains in use at the customer site.